Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with 100 units of insulin during the load process. During follow-up, customer reported adding more insulin, and successfully loading the cartridge. The customer's blood glucose (bg) level was 400 mg/dl, which was addressed by a correction bolus.